Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The crush ring had been partially crushed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a low anterior resection (lar) procedure. Prior to firing, while closing the turn twist knob and before releasing the red safety, the twist knob started to turn clockwise by its own. The stapler was immediately replaced. There was no patient harm.